Event description:
On 8/22/2005, the operator attempted arteriotomy closure using the perclose a-t (closer ak) device following a diagnostic procedure which revealed: vessel size was six (6) mm; vessel condition was "good";" and the site was confirmed in the common femoral artery (cfa). There was "severe" scar tissue at the groin site. Reportedly, there was resistance with device insertion. There was no pulsatile flow obtained after device insertion and a t this point the operator did not deploy the foot. The operator decided to "bail out of the procedure," and attempted to remove the device but the device "broke." The pt was sent to surgery for device removal. Reportedly, the device was removed in its entirety. The pt's hospitalization was prolonged as a result of this event. She was discharged on 8/23/2005 and is "fine and doing okay." Although requested, no additional pt info was provided.

Event description:
The operator attempted closure of an arteriotomy site with a perclose a-t (closer ak) device following a diagnostic procedure. A femoral angiogram was performed prior to the closure procedure and revealed moderate calcification; the vessel size is unknown. It is unknown if scar tissue was present at the groin site. Reportedly, the device was inserted but mark was not achieved. The operator attempted to "reseat" the device but the device "would not move." It was noted that the foot had never been deployed. The operator attempted to "reseat" the device once more, but the device "came apart." The patient was sent to surgery for device removal. It is unknown if the event prolonged the patient's hospitalization.